Manufacturer narrative:
Clinical evaluation performed by medical affairs department: about 1 year and 9 months after the primary surgery, the patient came in complaining of pain and limited movement. The surgeon determined from the xrays that the glenoid baseplate has become loose and migrated. Revision surgery is not scheduled at the moment but it is very likely it will be necessary soon. In absence of further information, this adverse event should be categorized as early aseptic loosening; the baseplate never achieved secondary fixation.

Event description:
About 1 year and 9 months after the primary surgery, the patient came in complaining of pain and limited movement. The surgeon determined from the xrays that the glenoid baseplate has become loose. Revision surgery is not scheduled at the moment.